Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5531 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5531 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure had fragmented and was pushing into bowel on the left side") and intestinal perforation ("essure device one fragmented and migrated into the area of small bowel and possibly penetrating it") in a 55 year-old female patient who had essure inserted (lot no. 12360636,625979,627077) for female sterilisation. The patient had a medical history of allergic rhinitis, hypothyroidism, depression, anxiety, nulliparous, gravida I, pelvic pain female, overanxious disorder of childhood, post-traumatic stress disorder, hypothyroidism, depression, sinus operation and heavy periods. Non smoker no illicit drugs consumed alcohol-no. The patient had a family history of diabetes and hypertension. On (B)(6), 2008, the patient had essure inserted. Essure was removed on (B)(6), 2023. An unknown time later she experienced device breakage (seriousness criterion intervention required) and intestinal perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and intestinal perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6), 2023: essure had fragmented and was pushing into bowel on the left side; (date unknown): right lower quadrant pain with CT scan showing essure device involving the bowel in the lower abdomen. Patient with pelvic pain and seen in local ER recently with CT showing essure device one fragmented and migrated into the area of small bowel and possibly penetrating it. Kub confirmed fragmented essure device as well. With the above stated findings the risks benefits alternatives and prognosis both with and without the above mentioned procedure were explained to the patient who gave informed consent. Patient desires no further childbearing and wants both tubes taken out while we are there. [Pathology test] (date unknown): microscopic examination and diagnosis: a) foreign body, essure device, removal: for gross identification only b) fallopian tubes, left and right, tubal ligation: paratubal cysts. Specimen(s) received a: foreign body, removal b: fallopian tube, sterilization gross description: ¿essure device foreign body" is fragmented metallic screen and wire together measuring 2.6 0.1 cm in greatest dimensions. The first examined is fimbriated and measures 3.6 0.2 cm. Representative cross sections of the first tube are submitted in "bl". The second tube is fimbriated and measures 3.1 x 0.2cm. Additionally noted in the container is portion of metallic screen measuring 3.4 x 0.1 cm the most recent follow-up information incorporated above includes data received on: (B)(6), 2023: medical record received. Event medical device removal is replaced with device breakage. New event bowel perforation added. Surgical pathology report added. Lab data & medical history added. Lot number updated. Reporter information added. We received a lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure had fragmented and was pushing into bowel on the left side"), gastrointestinal injury ("essure device one fragmented and migrated into the area of small bowel and possibly penetrating it"), device dislocation ("essure device one fragmented and migrated into the area of small bowel and possibly penetrating it") and intestinal perforation ("essure device one fragmented and migrated into the area of small bowel and possibly penetrating it") in a 55 year-old female patient who had essure inserted (lot no. 12360636, 625979, 627077) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of allergic rhinitis, hypothyroidism, depression, anxiety, nulliparous, gravida I, pelvic pain female, overanxious disorder of childhood, post-traumatic stress disorder, hypothyroidism, depression, sinus operation and heavy periods. Non smoker no illicit drugs consumed alcohol-no. The patient had a family history of diabetes and hypertension. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device breakage (seriousness criterion intervention required), gastrointestinal injury (seriousness criterion medically important), device dislocation (seriousness criterion medically important), intestinal perforation (seriousness criterion medically important) and pelvic pain ("lower left pelvic pain"). The patient was treated with surgery (hysterectomy - uterus and laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for device breakage, gastrointestinal injury and device dislocation were unknown. The reporter considered device breakage, device dislocation, gastrointestinal injury and intestinal perforation to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: essure had fragmented and was pushing into bowel on the left side; (date unknown): right lower quadrant pain with CT scan showing essure device involving the bowel in the lower abdomen. Patient with pelvic pain and seen in local ER recently with CT showing essure device one fragmented and migrated into the area of small bowel and possibly penetrating it. Kub confirmed fragmented essure device as well. With the above stated findings the risks benefits alternatives and prognosis both with and without the above mentioned procedure were explained to the patient who gave informed consent. Patient desires no further childbearing and wants both tubes taken out while we are there. [Pathology test] (date unknown): microscopic examination and diagnosis: foreign body, essure device, removal: for gross identification only; fallopian tubes, left and right, tubal ligation: paratubal cysts. Specimen(s) received a: foreign body, removal b: fallopian tube, sterilization gross description: ¿essure device foreign body" is fragmented metallic screen and wire together measuring 2.6 0.1 cm in greatest dimensions. The first examined is fimbriated and measures 3.6 0.2 cm. Representative cross sections of the first tube are submitted in "bl". The second tube is fimbriated and measures 3.1 x 0.2cm. Additionally noted in the container is portion of metallic screen measuring 3.4 x 0.1 cm. Lot #12360636, 625979, 627077. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: correction due to discrepancy between coding action item and match point coder query:: the event "suspected bowel perforation" added. We received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure had fragmented and was pushing into bowel on the left side"), several episodes of gastrointestinal injury ("essure device one fragmented and migrated into the area of small bowel and possibly penetrating it") and device dislocation ("essure device one fragmented and migrated into the area of small bowel and possibly penetrating it") in a 55 year-old female patient who had essure inserted (lot no. 12360636,625979,627077) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of allergic rhinitis, hypothyroidism, depression, anxiety, nulliparous, gravida I, pelvic pain female, overanxious disorder of childhood, post-traumatic stress disorder, hypothyroidism, depression, sinus operation and heavy periods. Non smoker. No illicit drugs consumed. Alcohol-no. The patient had a family history of diabetes and hypertension. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced device breakage (seriousness criterion intervention required), a first episode of gastrointestinal injury (seriousness criterion medically important), device dislocation (seriousness criterion medically important), a second episode of gastrointestinal injury (seriousness criterion medically important) and pelvic pain ("lower left pelvic pain"). The patient was treated with surgery (hysterectomy - uterus & laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for device breakage and device dislocation were unknown. The reporter considered device breakage, device dislocation, the first episode of gastrointestinal injury and the second episode of gastrointestinal injury to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: essure had fragmented and was pushing into bowel on the left side; (date unknown): right lower quadrant pain with CT scan showing essure device involving the bowel in the lower abdomen. Patient with pelvic pain and seen in local ER recently with CT showing essure device one fragmented and migrated into the area of small bowel and possibly penetrating it. Kub confirmed fragmented essure device as well. With the above stated findings the risks benefits alternatives and prognosis both with and without the above mentioned procedure were explained to the patient who gave informed consent. Patient desires no further childbearing and wants both tubes taken out while we are there. [Pathology test] (date unknown): microscopic examination and diagnosis: a) foreign body, essure device, removal: for gross identification only b) fallopian tubes, left and right, tubal ligation: paratubal cysts. Specimen(s) received a: foreign body, removal b: fallopian tube, sterilization gross description: ¿essure device foreign body" is fragmented metallic screen and wire together measuring 2.6 0.1 cm in greatest dimensions. The first examined is fimbriated and measures 3.6 0.2 cm. Representative cross sections of the first tube are submitted in "bl". The second tube is fimbriated and measures 3.1 x 0.2cm. Additionally noted in the container is portion of metallic screen measuring 3.4 x 0.1 cm. Lot # 12360636,625979,627077. Lot number: 12360636 manufacture date: 2008-06 expiration date: 2011-06. Lot number: 625979 manufacture date: 2007-09 expiration date: 2010-09. Lot number: 627077 manufacture date: 2008-04 expiration date: 2011-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure had fragmented and was pushing into bowel on the left side"), small intestinal perforation ("essure device one fragmented and migrated into the area of small bowel and possibly penetrating it") and device dislocation ("essure device one fragmented and migrated into the area of small bowel and possibly penetrating it") in a 55 year-old female patient who had essure inserted (lot no. 12360636,625979,627077) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of allergic rhinitis, hypothyroidism, depression, anxiety, nulliparous, gravida I, pelvic pain female, overanxious disorder of childhood, post-traumatic stress disorder, hypothyroidism, depression, sinus operation and heavy periods. Non smoker no illicit drugs consumed alcohol-no. The patient had a family history of diabetes and hypertension. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device breakage (seriousness criterion intervention required), small intestinal perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important) and pelvic pain ("lower left pelvic pain"). The patient was treated with surgery (hysterectomy - uterus & laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for device breakage, small intestinal perforation and device dislocation were unknown. The reporter considered device breakage and small intestinal perforation to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: essure had fragmented and was pushing into bowel on the left side; (date unknown): right lower quadrant pain with CT scan showing essure device involving the bowel in the lower abdomen. Patient with pelvic pain and seen in local ER recently with CT showing essure device one fragmented and migrated into the area of small bowel and possibly penetrating it. Kub confirmed fragmented essure device as well. With the above stated findings the risks benefits alternatives and prognosis both with and without the above mentioned procedure were explained to the patient who gave informed consent. Patient desires no further childbearing and wants both tubes taken out while we are there. [Pathology test] (date unknown): microscopic examination and diagnosis: a) foreign body, essure device, removal: for gross identification only b) fallopian tubes, left and right, tubal ligation: paratubal cysts. Specimen(s) received a: foreign body, removal b: fallopian tube, sterilization gross description: ¿essure device foreign body" is fragmented metallic screen and wire together measuring 2.6 0.1 cm in greatest dimensions. The first examined is fimbriated and measures 3.6 0.2 cm. Representative cross sections of the first tube are submitted in "bl". The second tube is fimbriated and measures 3.1 x 0.2cm. Additionally noted in the container is portion of metallic screen measuring 3.4 x 0.1 cm. Lot # 12360636, 625979, 627077. The following amendment was made: upon internal review, event "pelvic pain" and "device migration" were extracted, annex e and f amended accordingly. No new follow-up information was received from the reporter. We received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.